Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 11sep2019 to the present date 20jan2021 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair.

Event description:
The customer reported that the device failed preventive maintenance, patient side occlusion errors. Replaced pressure sensor but voltage value in software still at 5.0024 volts. May need logic board replaced? There was no patient involvement.

Event description:
The customer reported that the device failed preventive maintenance, patient side occlusion errors. Replaced pressure sensor but voltage value in software still at 5.0024 volts. May need logic board replaced? There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lower transducer due to patient side occlusion error. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/11/2019 to the present date 01/20/2021 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the fsa pressure sensor-12 pack. During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Pa-2014-0026 for pressure sensors.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device failed preventive maintenance, patient side occlusion errors. Replaced pressure sensor but voltage value in software still at 5.0024 volts. May need logic board replaced? There was no patient involvement.